Manufacturer narrative:
Concomitant medical products: product ID 306001, product type screening device. Other relevant device(s) are: product ID: 306001, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a basic evaluation trial patient who was using an external neurostimulator (ens) for urgency frequency and urge incontinence. The trial began (B)(6) 2021. It was reported that the patient had covered the ens battery pack and wires with plastic wrap to keep them dry while taking a sponge bath. While cutting the plastic wrap off with scissors, they accidentally snipped a wire. They were referred to their doctor's office for assistance. There were no patient symptoms or further complications reported at this time.